Event description:
A customer reported a system error 2240 (air in line) alarm on the homechoice during dwell 3/3. The home patient (hp) disconnected during therapy prior to the alarm. Proper disconnect procedures were not used and the patient reconnected. The patient was connected at the time of the alarm. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per the patient at-home guide, users are instructed to use proper disconnect procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.